Event description:
It was reported that the device failed to boot up. A lock-up failure. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the programmed system control and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use.